Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported having seen the reposition antenna screen on the implantable neurostimulator recharger (insr) since august. It was difficult to recharge. She did not know when the last successful recharging session occurred. The patient noted getting sore from recharging. Shortly after the being implanted, they had to reposition the implantable neurostimulator (ins). Additionally, the ins had overdischarged due to lack of charging. A power on reset (por) occurred. A physician mode recharge (pmr) was performed. The issue was resolved. Follow-up was being performed to determine the cause, actions/ interventions taken to resolve, and outcome of the reported event. This event will be updated if additional information is received.